Event description:
It was reported that there was a pump memory error due to a programmer software issue. The healthcare provider (hcp) was attempting to interrogate the pump to do a dosage adjustment for the patient. Upon interrogating, the hcp encountered a pump memory error stating "invalid catheter." It was the first interrogation following a new pump implant, and the error occurred due to the software version on the programmer being incompatible with the new catheter. The programmer software card needed to be updated. The hcp stated that he will have to "leave the patient uncomfortable" until the software card could be replaced. It was later reported that there was no hospitalization in association with the event and the patient outcome was "no injury." The medication in the pump was baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8840, serial # unknown, product type programmer, physician; product ID 8780, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4)